Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant flipping, hard, rock solid, lumps in breast , further reported one small cyst in the right breast, capsular contracture baker grade unknown.

Event description:
Patient reported "implant flipping", "hard", "rock solid", "lumps in breast" and after consultations "capsular contracture"(unknown baker grade). Patient further reports one smaller cyst in the right breast. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event capsular contracture, flipping, cyst-ndr and pain was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Flipping: unable to observe as it is a medical event that is not related to the device. Cyst -ndr: not applicable as the event is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Right side cyst is non-device related. Healthcare professional additionally updated right capsular contracture to baker grade IV.